Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
Might have swallowed other bristles [accidental device ingestion by a child]. This caused gagging [gagging]. That led the child to put back the whole dinner [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a male patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2023, the patient started aquafresh little teeth toothbrush. In (B)(6) 2023, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant), gagging and vomiting. On an unknown date, the patient experienced product complaint. The action taken with aquafresh little teeth toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion by a child, gagging, vomiting and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to aquafresh little teeth toothbrush. The reporter considered the gagging and vomiting to be related to aquafresh little teeth toothbrush.this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6)2023. The consumer reported that "on (B)(6)2023, I purchased the crock crock aquafresh little tooth toothbrush (reported as: acquafresh piccoli denti) from the pii store. As soon as I started brushing my baby's (male) teeth, a bristle detached and luckily got caught between the 2 lower incisors. This caused gagging that led the child to put the whole dinner back (comment: literal meaning from ll: vomit) and consequently fear that he might have swallowed other bristles of the toothbrush. I believe this toothbrush does not meet the safety criteria for the care and hygiene of children. Please find attached photos of the brush, the purchase receipt and kindly ask for feedback and compensation for what happened." Follow-up information was received on 29apr2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number and expiry date. Investigation evaluation: complaint sample is not available. Photographs of the complaint sample is shared through email. Toothbrush code is not provided, so we are not able to check the retention sample, production records of this batch. In the shared pics loose bristles are observed, the brush has been already used by the consumer and we do not know whether consumer has used it in a normal way or not. Tuft retention force defined as per our standards is minimum 20n. Complaint conclusion: complaint inconclusive. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as (B)(4). Follow-up information was received on 03may2023. The provided information was "as already communicated in the previous mails fortunately I did not have the need to request the intervention of the ready rescue or a doctor. I checked in addition to all the dinner brought back by the child in order to accept that there were no other bristles of the toothbrush also the oral cavity and exclude other bristles stuck. The one identified that caused the event was also difficult to extract. The lot number as anticipated in the previous emails must be requested as returned immediately in order to carry out the appropriate quality and safety checks provided by regulation waiting for a definitive reply I offer cordial greetings.